Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient stopped feeling stimulation only when she is walking and only on group c. At the time of the report, the patient confirmed that she had adaptive stim (as) and they use group a & c, but mostly a. The patient¿s device was then checked for upright and mobile positions and they were registering correctly for both groups. Per patient, a long time ago, the mobile position registered correctly when they were walking and showed her programs were at 16.0v and 16.8v on group c. The patient felt stimulation at first when she was walking but then they reported that all of a sudden (during call), the stimulation went away. It was confirmed that the stimulation was on while the loss of stimulation occurred. During the call, the patient had assistance with adjusting the stim for group c upright. The patient noted that when she changed to group c, she didn¿t feel stimulation at the level she was at, which was unusual for her. But after increasing the stimulation, she felt stim comfortably in the upright position. There were no reports of any trauma/falls that could be related to the issue. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to have the device checked/for possible reprogramming. There were no further complications reported or anticipated.